Event description:
Boston scientific received information that this pacemaker was explanted and replaced due to battery status at end of life (eol). There was a concern the battery depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device.

Manufacturer narrative:
This pacemaker will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.